Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number s14f11024 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The sample was returned to baxter, and an evaluation is complete. A visual inspection was performed and found black, loose, particulate matter size 0.07 sqmm inside of the pouch and outside the fluid path, verifying the reported problem. Functional tests were performed with no issues found. Although the reported problem was verified via the visual inspection, the cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when there was a foreign body found in an unspecified tube of the automated peritoneal dialysis set with cassette. The patient stated that they found the particulate matter when they opened the carton, before use. The particulate matter could be moved when the set was shaken. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.